Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging cancer. There was report of patient death. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging cancer. There was report of patient death. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and during the evaluation, there was no error code found. The manufacturer service center concludes that unit passed final test. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.